Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is not related to the device. Deflation-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "the side of the implant is pointed out, you can visually see the implant sticking out". This record is for the left side. Healthcare professional later reported possible deflation on a unknown side. The device has been explanted.

Event description:
Patient reported "the side of the implant is pointed out, you can visually see the implant sticking out". This record is for the left side. Healthcare professional later reported possible deflation on a unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.